Event description:
It was reported that the patient presented to the hospital due to a device alert. During follow-up, inappropriate shocks due to t-wave oversensing (twos) of the right ventricular (rv) lead were observed. Reprogramming was recommended and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and the unexpected delivery of a ventricular tachyarrthymia therapy. The analyst noted that multiple episodes of t-wave oversensing (twos) were identified leading to detection and inappropriate therapy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).